Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on 6/6/2019. Excessive force applied while pulling the suture might be one of the possible root cause of the reported failure. The surgeon commented that the bone edge might have weakened the suture, therefore is another possible root cause. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that the rigidloop adjustable cortical impant, standard white uhmwpe suture broke while pulling. The surgeon said it was really tight and had to pull the suture extremely. The bone edge might have weakened the suture. There were no patient consequences. Additional information provided by the affiliate reported that the event occurred during an arthroscopic acl procedure and caused a 10 minute surgical delay. The affiliate also reported that the procedure was completed with another readily device and no surgical intervention is planned. It was reported that the suregon used proper suture management while working.